Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection. All the buttons did function properly. However moisture damage was noted on the keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the buttons on the customer's insulin pump were difficult to push. Her blood glucose level was 158 mg/dl. The customer stated the insulin pump may have been exposed to sweat, but was not bumped or dropped. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.